Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated or confirmed the customer reported complaint that the white part of the tip seemed to have fallen. The instrument was found to have the teflon pad damaged. A piece measuring approximately 0.018" x 0.033" was found to be missing from the distal end of the teflon pad. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the white part of the harmonic ace instrument had fallen. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury.